Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.

Event description:
It was reported that the event occurred while in the cath lab during insertion. The cath lab manager phoned the sales rep (sr) and requested that the sr speak with the staff in room 3. The sr phoned directly into room 3 of the cath lab. The md fellow stated that the attending md was going to insert an intra-aortic balloon (iab) when difficulty was met. After the sheath was inserted via femoral artery and the dilator was removed from the sheath. The sheath was oozing blood from the valve of the sheath (the sheath provided in the kit). As a result, the md left the spring wire guide in place and quickly removed the sheath and inserted another 8 fr sheath without difficulty through the same insertion site. The patient had stabilized so the iab was not inserted. There was no report of patient death or injury. No medical/surgical intervention was required. There was a very minimal delay or interruption in therapy with no harm to the patient. The patient outcome is the patient was stable without complication.